Manufacturer narrative:
Evaluation summary post market vigilance led an evaluation of the device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with single use loading unit. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request

Event description:
According to the reporter: during lobectomy, the surgeon clamped the thick tissue ,squeezed the handle ,a crack sound was heard but could fire the device. For the next firing ,the surgeon tried to squeeze the handle, however it ran idle and could not fire the device. The procedure was completed with another device.the status of the patient is no problem